Event description:
Information received indicates the head and foot brake casters will not hold when in brake.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.